Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon went to fluid air exchange (fax) and did not work, required a cassette change with a new pack during calibration for vitrectomy surgery. The procedure was completed after replacement of product with new one. There was no patient impact.

Manufacturer narrative:
Upon visual inspection of the returned cassette an identification (ID) tab on the pinch plate was broken off. We did not some white material stressing indicating a stress induced fracture likely occurred. When the cassette was inserted onto a calibrated console the cassette was recognized as a posterior cassette with manual stopcock(incorrect) and passed priming and iop calibration successfully. The ¿manual stopcock¿ output displayed by the console for the posterior cassette is incorrect for the cassette type and will result in fluid/air exchange (fax) detection issues the customer experienced. During fax mode, there was no exchange from liquid to air, liquid continued to flow to the infusion cannula. The customer's experience was replicated during laboratory testing. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. While we were able to identify the failure mode, the root cause of the customer's complaint could not be conclusively determine when and where the broken ID tab on the pinch plate occurred. The broken ID tab will result in the customer's experience. Other potential contributing factors could be physical impact by customer, physical impact during storage and material movement of the pinch plate and/or cassette. Based on the evaluation of the information and materials received, the root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Before release from manufacturing, each final pack must pass quality testing and inspection confirming that the unit meets all product specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).